Event description:
It was reported that the patient was having a driveline power fault alarm. There was superficial damage to the modular driveline that had been previously repaired, as well as work hardening and tears in the outer sheath in two locations on the percutaneous driveline that had also been repaired. Log files were sent for review and captured a driveline power fault associated with a (f5) pwr_b_broken controller fault flag on 25may2026 at 5:17:17. This indicated that power conductor b was carrying less power that power conductor a. The motor function was not affected by this event. The system controller and modular cable were exchanged. No corrosion on the modular connector was noted. Additional log files were sent for review. The log files showed the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.